Manufacturer narrative:
An actual device was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink system; non-dehp continu-flo solution set, the clearlink component was crushed resulting in a leak during testing. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. An unused device was received for evaluation. Visual inspection was performed using the naked eye which identified a crushed (cracked) clearlink component on the set. Functional pressure and clear passage under water testing was performed which identified a leak from the impacted area. The reported condition was verified. The cause of the condition was related to the machine during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.